Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and three three-way stopcocks was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 46.5 cm and 106 cm proximal from the catheter tip. No introducer or packaging was returned. As received, blood was observed under the balloon latex. The non-edwards contamination shield was removed. A puncture, approximately <0.5 mm long, was found on the catheter body at 29.5 cm proximal from the catheter tip. The puncture entered the balloon inflation lumen and distal lumen. The proximal injectate lumen and the infusion lumen were patent without any leakage or occlusion. The balloon did not inflate due to leakage from the puncture and blood occlusion between the puncture and balloon. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of blood leakage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that blood was noted to be in the balloon during use. There were no patient complications reported by the customer.